Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 12/12/2025, it was reported that the last egv the patient saw on the receiver was high (unspecified values), but she already felt different. While driving, the patient lost consciousness, her car stopped and police arrived. The police called paramedics. Paramedics arrived and poked her finger and it was 33 mg/dl. They gave her orange juice and brought her to the emergency room (ER). At the ER (8:30am), her bg fs went up to 53, she was given IV fluids because she was dehydrated and they also gave her (unknown) antibiotic. They discharged her same day at 1pm. The patient feels fine at the time of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.